Event description:
Experienced rn set up tubing in the horizon pump appropriately. She set the rate and volume appropriately. After 1 hr and 50 mins the pump showed that 1 1/2 milliliters was infused but the bag was empty. On checking the tubing, she discovered a puncture hole, wet tubing, and a puddle on the floor.